Event description:
Home care pt experienced difficulty injecting heparin through a central line. Pt's doctor recommended that the home care pt go to the emergency room. Reason being was the doctor feared a blood clot. It turned out the problem was a faulty injection cap (valve).